Event description:
A dialysis facility reported excessive fluid removal from a dialysis pt. The pt lost 1.2 kg more than was aimed for. The pt complained of dizziness post treatment. He received 500 ml. Of normal saline and was feeling better after. There was no serious injury.